Event description:
It was reported that the patient presented in the hospital for a device check. Upon interrogation it was noted that the implantable cardiac defibrillator exhibited premature battery depletion. No intervention was performed. Patient was stable throughout the event.

Event description:
New information received notes the device was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.